Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-9676 angled reamer, drive shaft, batch 022213, was received for investigation. Visual evaluation found no damaged or bend. Wear outside the distal end of the shaft was observed can be attributed to expected wear and tear with use. Functional testing with ar-9597-20, angled reamer sleeve, 20°, found no problem with the matting part. Refer to investigation photos #1-2 for further details.

Event description:
It was reported on 11/01/2022 by a sales representative via (B)(4) that an ar-9597-20 angled reamer and ar-9676 drive shaft are bent and stuck. Case involvement, no patient effect.